Event description:
Reporter alleged obtaining the result of 50 mg/dl on the compact plus system compared back to back with the result of 100 mg/dl on the aviva system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that low voltage ports of the high voltage lead was capped and replaced after 33 months of service due to oversensing. The lead integrity alert was reported to have occurred on (B)(6) 2010. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the aviva suspect system used. (B)(4)